Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the distal part of the clip was not closed when the device was fired on the bile duct. There was no bleeding and leakage for the patient, however, additional suturing was performed to complete the case. There were no adverse consequences to the patient and the patient is stable.